Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the revision had not been scheduled yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The rep reported that the patient had discomfort at the pocket site. The rep reported that it appeared that the ins was not tied down properly so the device had migrated and caused discomfort. The rep reported that the patient would be scheduled for a pocket revision. No further complications anticipated.